Event description:
It was reported that an extreme decline of auditory performance of this child is observed by guardians. History of head trauma is denied by guardians, and problems of outer devices are excluded. Testing reveals that coupling and integrity are ok, but impedances of all channels are not detected. The patient was reimplanted on (B) (6) 2010.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.